Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a. Post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with twelve remaining clips. Visual inspection noted that the collar under the shaft cover was bent. The jaws were misaligned. During functional evaluation, the handle was cycled and the clip ejected from the jaws unformed. Due to the noted damage, further functional testing of the instrument was not performed. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the instrument is applied over an obstruction causing the jaws to misalign and damaging the component allowing the clips to eject from the device jaws unformed or twisted. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter after firing the instrument twice the instrument failed. The clips were lodged and the instrument had to be discarded.